Manufacturer narrative:
Device was used for treatment, not diagnosis. Peacock, z, and et al. (2014) orbital fractures and ocular injury: is a postoperative ophthalmology examination necessary. J oral maxillofac surg, volume 72: 1533-1540. This report is for unknown - titanium mesh/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article peacock, z, and et al. (2014) orbital fractures and ocular injury: is a postoperative ophthalmology examination necessary. J oral maxillofac surg, volume 72: 1533-1540. The purpose of this article is to determine whether formal ophthalmology evaluation is necessary after operative repair of orbital fractures and the association of an ocular injury to the severity of facial injury. This was a (B)(6) study that occurred from (B)(6) 2005 to (B)(6) 2013. The study included twenty-eight (28) patients, which consists of twenty-five (25) males and three (3) females. The average age is 35 years old (range 12-56 years). The average follow-up time was 23 weeks (range 1 to 156 weeks) this is report 2 of 2 for (B)(4). This report is for an unknown - titanium mesh and refers to patient 26 ((B)(6)), who required skeletal revision.